Event description:
Healthcare professional reported left side presence of small amount of peri-prosthetic fluid (captured as seroma) and axillary regions with small lymphadenopathies of reactive or inflammatory aspect. Additional report of cysts and "lobulation of its contours"(captured as crease/fold of implant). The device has been explanted.

Manufacturer narrative:
Photographic device evaluation : a review of the device through photographs noted the event could not be observed as it is a physiological complication.

Manufacturer narrative:
A review of the device history record has been completed. No deviations or non-conformances noted. The reported events are physiological complications. And analysis of the device generally does not assist allergan in determining a probable cause for these events. Further information from the reporter regarding event, product, or patient details has been requested. No additional information is available at this time. Reason for reoperation: seroma and lymphadenopathy.

Event description:
Healthcare professional reported, left side presence of small amount of peri-prosthetic fluid (captured as seroma). And axillary regions with small lymphadenopathies of reactive or inflammatory aspect. Additional, report of cysts and "lobulation of its contours"(captured as crease/fold of implant). The device remains implanted.